Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional from health authority reported that following an intraocular lens (iol) implant procedure in left eye on 2023, patient experienced extreme dryness requiring eye drops for every 45 mins and dry eye ointment at night. The doctor who did surgery gave her samples for dry eyes. The dryness felt like sand in her eyes all the time for months and still 22 months later have to use dry eye drops at least 4 times a day. The glare has been so bad that she went for 6 months not being able to turn lights on overhead could only use lamps because there were long streaks of glare coming off lights all the way to the floor and still have streaks 10 to 12 inches coming off over head lights 22 months later. The glare and large halos on car lights and streetlights with long beams coming off them make it impossible to drive at night and on rainy days. She could drive at night before surgeries. In order to ride passenger, she had to wear sunglasses at night, also see what called double vision with what looks like a letter on top of another letter, which she was told called ghosting and was told it would get better in time. But it did not and she kept telling them this each time which was every 2 weeks to a month and then 6 weeks. They kept saying some people have this problem for a year or longer, but it will get better in time. She still sees ghosting. They felt everything was fine because she could read 20/20 from a distance, but she kept telling them she might be reading 20/20 but seeing it with ghosting. Also, just right after surgeries started seeing floaters which continue to get worse. After about 18 plus months just quick because it was not helping still have dry eyes, extreme glare sensitive, bad floaters and cannot drive at night and rainy days. She had to wear sunglasses even on cloudy days, at night and even inside the bright lights like led lights. She was also told with this type of lens she would be able to read without glasses and only need cheap readers for small print and be able to read phone and computer better and be able to drive better at night. She had to wear readers for any reading or close up not just small print, phone and computer have a glare and never will be able to drive at night again. Before surgery she could drive at night and on rainy days. She did not have dry eyes or problems with glare and did not have large floaters. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.